Event description:
It was reported that the pump stalled on (B)(6) 2013 at 1547 and recovered on (B)(6) 2013 at 1518 while the patient was in the hospital for 2 weeks for an abdominal medical issue unrelated to the implanted devices or therapy. The patient had a CT scan (B)(6) 2013. The pump stalled again (B)(6) 2013 at 0044 with no recovery to date. The pump eri (elective replacement indicator) was 25 months. The patient went through withdrawal and had to cancel her last doctor appointment because she was too weak to make it to the clinic. The pump was delivering clonidine and morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b003013n40, implanted: 2003-(B)(6), product type catheter. (B)(4).